Event description:
It was reported that during the implant of this this right ventricular (rv) lead, the helix became deformed while attempting to be repositioned. The helix then became stuck in the myocardium resulting in a pericardial effusion. The lead was noted to be difficult to removed. This lead is expected to be returned. No additional adverse patient effects were reported.